Event description:
It was determined by the surgeon, that 3 of the smarttoes implants are broken.

Manufacturer narrative:
Evaluation summary: even if the incident that a smarttoe implant was misused (s-172 wrong device used) was not reported, it could be confirmed. This failure mode was detected when reviewing the x-rays for investigation (B)(4). Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a deviation from operative technique. Regarding the shape of the implanted device on the 4th ray, it is a dip implant (st0xs-11 or st0xs-13). Therefore it should be implanted between middle and distal phalanges, not between proximal and middle phalanges. Therefore, this case is closed as user related. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was determined by the surgeon, that 3 of the smarttoes implants are broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.